Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had an audio anomaly. It was reported that the pump suspended 3 times during the night, and then it resumed in 2 hours. Their blood glucose level during the incident was 360 mg/dl. The customer had diabetic ketoacidosis and was hospitalized and the blood glucose value was 334mg/dl at that time. Customer experienced vomiting and ketones. Customer was treated with fluids and IV insulin in the hospital. No further details were provided regarding the hospitalization. Troubleshooting was declined for the high blood glucose levels. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.